Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 419378 lead; 407645 lead, implanted (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for increased and varying pacing impedances; for oversensing sensing integrity counter (sic), and possible double counting during high rate non-sustained tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.